Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: patient burned. Probable root cause: heat can result from insufficient suction which can result from: inadequate hospital suction, leak, bad connection to hospital suction line, clogging caused by glue blocking the suction path, lower electrode mass due to variation in electrode thickness or opening cut use error. The device manufacture date is not known. (B)(4).

Event description:
It was reported that a patient was burned in the area of the skin were the incisions were made during surgery. The procedure was completed successfully.